Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device alarmed once, and both modules flashed "red" and stopped infusing the unspecified medications. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: a.2, b.3, b.5 & h.4; h.6. Patient code, evaluation method & evaluation result codes updated. Correction and update on initial report: d.1, d.4, d.11 & g.5. Although requested, information on a1, a3, a4, b7, and race and ethnicity were not provided. The report that infusions stopped unexpectedly was confirmed. Analysis of the pcu event log shows that at 8:12 pm on (B)(6) 2020, there were 4 pump modules in use and infusing. Pump module s/n (B)(6) was in use and infusing drugid 293 at a rate of 33.8 ml/hr. Pump module s/n (B)(6) was in use and infusing drugid 275 at a rate of 42.2 ml/hr. Pump module s/n (B)(6) was in use and infusing drugid 746 at a rate of 11.3 ml/hr. Pump module s/n (B)(6) was in use and infusing drugid 529 at a rate of 37.5 ml/hr. At 9:29 pm a channel disconnect occurred and pump module s/n (B)(6) (unit c) and pump module s/n (B)(6) (unit d) were disconnected. The proximate cause of the infusions reportedly stopping unexpectedly was identified as a channel disconnect. The root cause of the channel disconnect was not identified. No devices were returned for investigation. Log review only

Event description:
It was reported that the device alarmed once, and both modules flashed "red" and stopped infusing the unspecified medications. There was no patient harm. Although requested, additional information was not provided.